Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states . It was reported that patient faced infusion set leaking at quick release event on (B)(6) 2024.the infusion set has been used for 1 day. The blood glucose level was 528 mg/dl at the time of event therefore , the patient was treated with multiple daily injection. No further information was available.